Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a right total hip arthroplasty due to degenerative joint disease. After insertion of components, there was a hoop stress fracture involving the calcar and a cable was used to secure the calcar area. The patient underwent a revision procedure due to failed right total hip arthroplasty. Pre-operative MRI scan showed the formation of pseudotumor. Patient had noticeable limp / antalgic gait and lab tests showed that patient had higher metal ion levels - cobalt : 8.3, chromium 1.2. The right limb was longer than left by 5mm. Moderate trochanteric bursitis was observed. There was corrosion at the head-trunnion junction. The right femur was in considerable varus and is under size. The acetabular cup was in a horizontal position and retroverted. There appeared to be some erosion of the medial calcar consistent with possible erosion secondary to pseudotumor. The liner was thin and worn. Thin bone with posterior defects were observed. The acetabular components and the femoral head were removed and new zimmer biomet products were implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to elevated ion levels, psuedotumor, and pain. During the revision, corrosion was noted about the femoral head and trunnion as well as liner wear. The acetabulum was noted to be in horizontal position and retroverted with posterior defects noted within the cavity.

Manufacturer narrative:
Concomitant medical products- item number: 00786401000, item name: femoral stem press-fit collarless, lot #: 11006998, item number:00625006530, item name: bone scr 6.5x30 self-tap, lot #: 61926518, item number:00223200118, item name: cerclage cable 1.8 mm dia. Cable 22 in. (559 mm) length, lot #: 61514253. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03020, 0001822565 - 2019 - 03021. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00786401000, item name: femoral stem press-fit collarless, lot #: unknown. Item number: 00875704801, item name: shell with cluster holes, lot #: 62207670. Item number: 00885100832, item name: neutral liner, lot #: 62130896. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02478. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 3 years post-implantation due to elevated ion levels, pseudotumor, and adverse tissue reaction. During the revision surgery, debris, corrosion and a pseudotumor were present around the femoral head. No additional information is available at this time.